Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the cable was fractured. (B)(4).

Event description:
It was reported that while in use on a patient, the external pulse generator (epg), the function was found to be "abnormal," and a f ractured patient cable was suspected. Another epg was used. The suspect epg was sent for service and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).